Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an midazolam (versed 100mg in 100ml). The midazolam was intended to infuse at a rate of 10ml/hour with a volume to be infused of 100ml. The patient was also receiving an infusion of fentanyl at the time of the event. However, the midazolam was found to have infused 100ml within 3 hours. The event occurred during a staff change-of-shift between 0500-0900. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module over infusion of midazolam was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. ¿ the suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. ¿ internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ a review of pump module and pcu error log showed no errors on the reported incident date. ¿ during the pcu event log review, it was observed that on february 02, 2025, at 5:02 am, an infusion with the reported parameters was performed the day of the event with a rate of 10ml/h and vtbi (volume to be infused) of 115ml. The infusion started with a primary volume infused (pvi) of 1615.81ml (infused values are accumulated total from prior performed infusion). The profile in use was identified as ¿010325 wmc 12_1_3¿. ¿ at 8:46 am, the pump module alarmed air in line with a pvi: 1653.12ml, then the user pressed restore function, but did not start the infusion. ¿ at 8:55 am the pump module alarmed door open, then, the infusion was restarted. ¿ at 10:58 am the channel was selected, and a new infusion was programmed with a rate of 5ml/h and a vtbi of 69.598ml. The infusion started with a pvi of 1673.53ml. ¿ at 10:56 pm the user pressed pause button with a pvi of 1733.4ml. ¿ the infusion started at 5:02 am with a primary volume infused (pvi) of 1615.81ml. At 8:46 am the infusion was stopped by an ail alarm with a pvi of 1653.12ml. The total volume infused recorded with a rate of 10ml/h was calculated to be 32.31ml in 3 hours 44 minutes. This value was derived by subtracting the initial accumulated pvi of 1615.81ml at the start of the infusion from the final pvi of 1653.12ml at the end of the infusion. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the pcu event log could not determine why the infusion of midazolam that was programmed to infuse for approximately 10 hours was terminated early after only infusing for approximately 3 hours. ¿ per the bd alaris¿ system with guardrails user manual (v12.3.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: ¿ please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. ¿ repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module over infusion of midazolam was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported that there was an over infusion of an midazolam (versed 100mg in 100ml). The midazolam was intended to infuse at a rate of 10ml/hour with a volume to be infused of 100ml. The patient was also receiving an infusion of fentanyl at the time of the event. However, the midazolam was found to have infused 100ml within 3 hours. The event occurred during a staff change-of-shift between 0500-0900. There was patient involvement, but no harm.